Manufacturer narrative:
It was reported to philips that the battery light was blinking for 6-7 hours then changed to a solid light. This issue occurred during testing after patient use. The customer requested information regarding the event. The sales representative confirmed time was within normal parameters. The customer was informed that periodic maintenance (pm) had not been performed for a long time. The sales representative provided information to the customer and scheduled a pm service. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
Date of report: 10jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.